Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 10mmx3.50mm wolverine cutting balloon was advanced in combination with a guide extension catheter to treat a severely tortuous and severely calcified target lesion. Resistance was encountered and the wolverine was unable to cross the lesion. Predilitation was performed with a semi-compliant balloon and the wolverine was delivered again. Dilatation was performed but the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.